Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with an injection (inj) of fortum (1gram, once in a day, and route not reported) and inj. Vancomycin (1gram, once in 3 days, and route not reported) for peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.